Event description:
On may 5, 1992 a right internal jugular oximeter swan ganz catheter malfunctioned on a 73 year old post-operative open heart surgery patient. Staff was unable to obtain a sv02 reading or a temperature reading. The catheter was then removed and replaced on may 5 at 1800. The patient was discharged to his home with instructions in stable conditiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.